Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. Reference mw5189053 and mw5189054. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information pertaining to an abbott diabetes care (adc) device: the customer reported a low reading issue on the adc device. It is unknown whether the customer noted a trend arrow on the device. The device failed and generated the error message "replace sensor" along with error codes 57, 4011, er3, 365, p, 4224, and 4227. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.